Event description:
It was initially reported that a patient had some swelling at the generator site and the area appeared to be filled with fluid. The patient's parent told the physician that the bump on the chest is fluid like and the patient also had a pump on the neck that was red, raised, and firm. The patient was supposed to go to the ER; however, the patient's parent wanted to wait for a few more days. Good faith attempts to obtain additional information have been unsuccessful to date. The DHR for the lead and generator were reviewed and sterility prior to shipment was confirmed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.